Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check was performed, and no issues were identified. Customer resumed insulin delivery successfully. Customer¿s blood glucose level was 160 mg/dl. No additional information was provided.